Event description:
Caller reported a tandem mobi cartridge alarm which did not adversely impact the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. The caller was informed about using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. The customer was advised that the replacement pump would come with updated software, and instructions were given on putting the pump into storage mode. The customer was also instructed to return the problematic pump within 10 days to avoid being billed and acknowledged understanding the requirement. Additionally, they were advised to program their pump settings and connect their continuous glucose monitor (cgm) to the replacement pump.